Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6: (component code). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. The device was returned to olympus for inspection. And based on the results of the investigation, the suggested event was confirmed. Since, it was reported, that the device was not reprocessed before it was returned to olympus, foreign objects came out of distal end. The event can be detected and prevented, by following the instructions for use about reprocessing: chapter 3: compatible reprocessing methods. Chapter 4: reprocessing workflow for endoscopes and accessories. Chapter 5: reprocessing the endoscope (and related reprocessing accessories). Chapter 6: reprocessing the accessories. Chapter 7: reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound bronchofibervideoscope exhibited due to clogging of channel mount unit, foreign objects came out of distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.